Event description:
It was reported that during a procedure of the unspecified heavily calcified lesion after balloon dilatation and during removal of the prowater guide wire, the tip of the wire detached in the vessel. Reportedly, another wire was in the vessel at the time. It was suspected that the guide wire may have become wrapped [entrapped] with the other devices in the anatomy, but this was not confirmed. The tip fragment was successfully removed using a snare device. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The device is manufactured by asahi intecc. Co. Ltd. Medical division; however, (B)(4) distributes the device and is responsible for MDR reporting.

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis was performed by asahi intecc. Co. Ltd: the device was returned for evaluation. The reported wire separation was confirmed. The lot history review revealed no anomaly relating to the reported event. No other product experience report was received for this lot. With the provided information and the outcome of the investigation, it is inferred that the tip of the guidewire may have been trapped by the device used in combination or in the heavily calcified lesion or by another unknown cause, where bending and pulling force worked repeatedly, so that the core wire was broken apart due to the accumulated force exceeding the product design limit. The coil wire was broken due to the manipulation thereafter. The instructions for use (IFU) warnings section states: if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. Since all the shipped products are inspected in the production process for meeting the product specifications and release criteria, there is no indication of a product deficiency.